Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) found that the enhanced half-height auxiliary 4-1 and 4-2 drawers were off the bus. Troubleshooting was performed, and it was found that the retractor band for drawer 4-1 was causing the issue. The fse replaced the retractor band. The station was tested in diagnostics by the fse, and the customer verified functionality through the medical application. The issue was resolved successfully. The system functioned as intended after the field service engineer repaired the device.